Event description:
It was reported that customer experienced continuous glucose monitor error during sensor use, which prevented normal monitoring. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, completed pump reset steps with guidance, confirmed error did not reappear after reset, and successfully started new sensor session.